Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported that after intraocular lens (iol) implantation, the patient experienced anisometropia. The lens was removed and replaced with a monofocal lens in a secondary procedure. Additional information was requested, but no further information is available.